Manufacturer narrative:
A review of the product's device history record indicates that it was manufactured to specification. Information received through the surgeon indicates that the patient is asymptomatic and there is no revision surgery planned or anticipated.

Event description:
It was reported that upon radiographic evaluation, the tm patella was identified as fractured.